Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the foreign-body material - the arms- then 7 remnants have been removed') and muscle disorder ('muscle disease, declared 80 to 100 % disabled') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("the foreign-body material - the arms- have been removed, then 7 remnants were removed"), 13 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced muscle disorder (seriousness criterion disability), muscular weakness ("loss in strength in the muscles of my legs, arms and back"), hyperchlorhydria ("my legs, arms and back [muscles] acidify very quickly and it is impossible for me to work") and asthenia ("low energy"). The patient was treated with surgery (essure arms removed on (B)(6) 2018, on (B)(6) 2019 7 remnants were removed) and use a mobility scooter. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage and complication of device removal outcome was unknown and the muscle disorder, muscular weakness, hyperchlorhydria and asthenia had not resolved. The reporter considered asthenia, complication of device removal, device breakage, hyperchlorhydria, muscle disorder and muscular weakness to be related to essure (ess205). The reporter commented: after essure insertion, various physical symptoms have developed. Since then, I have had follow-up treatments [and the foreign-body material has been removed]. On (B)(6) 2018, the arms have been removed in a university medical centre. And on (B)(6) 2019, another 7 remnants were removed my complaints are: my legs, arms and back [muscles] acidify very quickly and it is impossible for me to work anymore. Since recently, I am declared 80 to 100 % disabled. I cannot cycle anymore and walking on stairs is very difficult. I also suffer loss in strength in the muscles of my legs, arms and back. By now, I walk with a rollator, and I need to use a mobility scooter to be able to do some shopping myself. I also have a domestic help, I cannot vacuum clean and mop and take a shower anymore, and cleaning is not possible at all anymore. My energy level is also very low. A muscle disease has been diagnosed. Taking into account the passage of time, I would like -pending the results of the investigation, both nationally and in my specific case- pro forma, to explicitly state the following: I hold your organisation liable for the incurred damages that I have suffered due to the essure sterilisation method based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the foreign-body material - the arms- then 7 remnants have been removed') and muscle disorder ('muscle disease, declared 80 to 100 % disabled') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("the foreign-body material - the arms- have been removed, then 7 remnants were removed"), 13 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced muscle disorder (seriousness criterion disability), muscular weakness ("loss in strength in the muscles of my legs, arms and back") and asthenia ("low energy") and was found to have blood lactic acid increased ("my legs, arms and back [muscles] acidify very quickly and it is impossible for me to work"). The patient was treated with surgery (essure arms removed on (B)(6) 2018, on (B)(6) 2019 7 remnants were removed) and use a mobility scooter. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage and complication of device removal outcome was unknown and the muscle disorder, muscular weakness, blood lactic acid increased and asthenia had not resolved. The reporter considered asthenia, blood lactic acid increased, complication of device removal, device breakage, muscle disorder and muscular weakness to be related to essure (ess205). The reporter commented: after essure insertion, various physical symptoms have developed. Since then, I have had follow-up treatments [and the foreign-body material has been removed]. On (B)(6) 2018, the arms have been removed in a university medical centre. And on (B)(6) 2019, another 7 remnants were removed my complaints are: my legs, arms and back [muscles] acidify very quickly and it is impossible for me to work anymore. Since recently, I am declared 80 to 100 % disabled. I cannot cycle anymore and walking on stairs is very difficult. I also suffer loss in strength in the muscles of my legs, arms and back. By now, I walk with a rollator, and I need to use a mobility scooter to be able to do some shopping myself. I also have a domestic help, I cannot vacuum clean and mop and take a shower anymore, and cleaning is not possible at all anymore. My energy level is also very low. A muscle disease has been diagnosed. Taking into account the passage of time, I would like -pending the results of the investigation, both nationally and in my specific case- pro forma, to explicitly state the following: I hold your organisation liable for the incurred damages that I have suffered due to the essure sterilisation method. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the foreign-body material - the arms- then 7 remnants have been removed') and muscle disorder ('muscle disease, declared 80 to 100 % disabled') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("the foreign-body material - the arms- have been removed, then 7 remnants were removed"), 13 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced muscle disorder (seriousness criterion disability), muscular weakness ("loss in strength in the muscles of my legs, arms and back") and asthenia ("low energy") and was found to have blood lactic acid increased ("my legs, arms and back [muscles] acidify very quickly and it is impossible for me to work"). The patient was treated with surgery (essure arms removed on (B)(6) 2018, on (B)(6) 2019 7 remnants were removed) and use a mobility scooter. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage and complication of device removal outcome was unknown and the muscle disorder, muscular weakness, blood lactic acid increased and asthenia had not resolved. The reporter considered asthenia, blood lactic acid increased, complication of device removal, device breakage, muscle disorder and muscular weakness to be related to essure (ess205). The reporter commented: after essure insertion, various physical symptoms have developed. Since then, I have had follow-up treatments [and the foreign-body material has been removed]. On (B)(6) 2018, the arms have been removed in a university medical centre. And on (B)(6) 2019, another 7 remnants were removed. My complaints are: my legs, arms and back [muscles] acidify very quickly and it is impossible for me to work anymore. Since recently, I am declared 80 to 100 % disabled. I cannot cycle anymore and walking on stairs is very difficult. I also suffer loss in strength in the muscles of my legs, arms and back. By now, I walk with a rollator, and I need to use a mobility scooter to be able to do some shopping myself. I also have a domestic help, I cannot vacuum clean and mop and take a shower anymore, and cleaning is not possible at all anymore. My energy level is also very low. A muscle disease has been diagnosed. Taking into account the passage of time, I would like -pending the results of the investigation, both nationally and in my specific case- pro forma, to explicitly state the following: I hold your organisation liable for the incurred damages that I have suffered due to the essure sterilisation method. Amendment: the report was amended for the following reason: upon internal review the event code hyperchlorhydria was changed to blood lactic acid increased. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.